Event description:
It was reported that the patient presented remotely via merlin.net. The data transmission revealed that the insertable cardiac monitor (icm) experienced an unspecified over-sensing, potentially due to pocket manipulation, leading to a false atrial fibrillation (af) episode detection. No intervention was performed. The patient would be further monitored.